Event description:
Rn started an IV on a patient with a 22 gauge needle. The IV entered the vein on the patient's left hand with good blood return. When the nurse attempted to advance the catheter it met resistance so the nurse pulled the catheter and needle back. The patient complained of pain at site. The nurse visually saw something sticking up in vein under skin; catheter and needle removed immediately. Catheter/needle intact upon inspection, but noted catheter sheared at end.this particular nurse is very experienced at starting IV's. I have also heard that this occurred with a second patient as well.